Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were issues with dimmed led segments where numbers were not clearly displayed on lcd. Although requested, no additional information was provided.

Event description:
It was reported that there were issues with dimmed led segments where numbers were not clearly displayed on lcd. Although requested, no additional information was provided.

Manufacturer narrative:
See investigation conclusion below. Manufacturing issue: the reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. H3 other text : no product returned.